Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. The incident device was returned, evaluated and found to function within specification. Testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that oozing occurred even though end tones, indicating a completed seal cycle, were heard. There was no injury to the patient. Blood loss was described as "not significant". The procedure was a roux-en-y gastric bypass. A new ligasure was used to stop the bleeding and the procedure was continued. There was no injury to the patient.